Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with blood glucose levels between 400 and 500 mg/dl. The customer experienced body aches and vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer stated that the cannula was bent. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.